Event description:
It was reported to lifecell that following breast reconstruction the implanted strattice devices were not as pliable as expected. The undesired aesthetic outcome prompted the physician to explant the devices. This event was initially determined to be customer dissatisfaction with an aesthetic outcome, and therefore not reportable. Lifecell is now reporting this event as a malfunction, in that the device didn't meet the performance expectation of the customer, which lead to surgical intervention. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Additional model and lot numbers: 0816001, lot s10535-023. Method: review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Results: review of the device history records resulted in no remarkable findings. At the time of initial investigation, no other similar complaints had been reported to lifecell against lot s10535, and out of the (B)(4) devices processed for lot s10535m (B)(4) devices have been distributed. Conclusion: internal investigation demonstrated that the device met qc release criteria. The surgical intervention was performed due to customer dissatisfaction. Lifecell is now reporting this event as a malfunction, in that the device didn't meet the performance expectation of the customer, which lead to surgical intervention.